Event description:
Pt's gi tract was perforated in the pylorus while undergoing an egd. Air escaped the gi tract and entered the abdominal cavity.

Manufacturer narrative:
According to the physician involved with this case, the pt had a cancerous tumor and that the perforation most likely occurred at the tumor. He could not resuscitate the pt until after a trauma surgeon had opened the abdominal cavity to release the pressure. The gastroscope and processor involved in this case were inspected and neither component revealed any equipment defects that would have contributed to this incident. The equipment remains in continued use at the facility without further incident. No root cause could be identified. This is the first complaint of this nature received from any customer.